Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device displayed an error code 1127 check vent: ovp circuit failed message. It was reported there was no patient involvement at the time the issue was discovered. Per good faith effort (gfe) response, it was confirmed that the motor controller printed circuit board assembly (pcba) and the cpu printed circuit board assembly (pcba) were replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.